Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 22-apr-2024, it was reported that the patient faced infusion set tubing detached from connector. The infusion set was in use for 9 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.